Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 3889-28, lot# v006693, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that with the patient¿s first implantable neurostimulator (ins), she went to close a microwave oven and felt shocking. The device was adjusted as a result and the patient had the device changed later on. It was also noted that the patient the patient was informed that she could have an MRI with the device off. No outcome was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.